Event description:
It was reported that the ventilators may not send the set fio2 value to bedside monitors correctly after oxygen is temporarily increased for suction (or other apps). Rather, the ventilator continues to send the increased fio2 value until the ventilator is manually adjusted. There is no harm to the patients as the patients are receiving the expected fio2 only the data sent to the bedside monitor may be incorrect.

Manufacturer narrative:
(B)(4) will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that the patient was on a set 40% fio2. The respiratory therapist placed the patient on 100% for an inline suction maneuver. After two minutes, the ventilator defaulted back to the set fio2 of 40%. However, after one hour the ventilator was still sending an incorrect o2 percentage over to the vital sign flowsheet in epic causing the rn to have to override the data from the ventilator. The 100% button functioned and returned to baseline correctly on the ventilator, but it was not reflected in the electronic medical record. There was no harm to the patient since the patient would receive the set fio2 and the ventilator would show the correct delivered value.